Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device model number, lot number, expiration date and UDI unavailable. 510k number unavailable because model number unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to lead failure/non function. A right atrial (ra) lead was present in the patient as well, but was not initially targeted for extraction. The rv lead was prepped using a spectranetics lead locking device (lld) to act as the traction platform. The physician began the case by attempting to extract the rv lead using a 13f tightrail device. He encountered stalled progression and lead on lead binding while attempting to extract the rv lead. He then determined that he would extract the ra lead as well, which was then prepped with an lld as well. The ra lead was removed successfully without complications. Attention was then turned back to the rv lead. The physician was able to get down to the tip of the rv lead, and using traction/countertraction technique, the rv lead was successfully removed. However after removal, the patient's blood pressure dropped. Rescue efforts began immediately. It was determined there was blood in the lower pleural space and a pericardiocentesis was performed, but there was too much blood so the patient underwent a sternotomy. A perforation in the right ventricle was discovered. This area was repaired successfully and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices used in the procedure.